Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv3445 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2020, when placing the midline peripheral catheter in the recovery room, the end of the guide bends. A second device is used and then a third, without success. The consequences for the patient are marked by an extension of the duration of the installation of the midline and the associated pain. It was reported this event occurred with three devices. This report addresses the third device.